Event description:
It was reported that during implant attempt, when the lead was hooked up to the device the "numbers" deteriorated, despite good numbers through the analyzer. Lead dislodgement was also reported. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.